Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red raw welts/hives on the back. Per patient they are on a medication that the side effects are skin irritations. There was no alleged device malfunction contributing to the irritation. The patient¿s rn advised removing lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red raw welts/hives on the back. Per patient they are on a medication that the side effects are skin irritations. There was no alleged device malfunction contributing to the irritation. The patient¿s rn advised removing lifevest for the skin irritation. Follow up indicated that the skin irritation improved.